Event description:
A customer reported an issue with an insulin cartridge leaking at the o-ring. There was no adverse impact to the customer¿s blood glucose level. The customer experienced the issue once, and the cartridge was filled on the pump. Technical support educated the customer on properly filling the cartridge before loading it onto the pump, and the customer acknowledged this guidance. Although the cartridge was unavailable for return management authorization, technical support planned to follow up to ensure the customer could resume insulin usage.